Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the device tested positive for unspecified microbes (> 25 cfu/100ml). Among them, coagulase-negative staphylococci (2 cfu/100ml) were detected. In addition, according to additional information provided by the user facility, the patient was not infected and had no complications. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus france s.a.s. (Ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (2 bacillus cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: the insulation of the distal end cap was poor. The bending section rubber was worn. There were wrinkles on the insertion tube and universal cord. The angulation was insufficient. Olympus medical systems corp. (Omsc) confirmed water leakage from the device from the inspection result by ofr. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, it is possible that the bacteria remained due to water leaks from the device. Coagulase-negative staphylococci (2 cfu/100ml) were detected as a result of microbiological testing performed after user reprocessing. Gram-positive bacteria (2 bacillus cfu/endoscope) were detected as a result of microbiological testing performed after ofr reprocessed according to the instruction manual. According to the device inspection result, there was a water leakage from the device. The information on the reprocessing method provided by the user facility could not be compared with the reprocessing method recommended by olympus. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, on (B)(6) 2021, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. The user noticed the reported event before the procedure. The patient may have been infected, but the information provided by the user facility was uncertain. Therefore, at this time, there were no definitive reports of infections associated with this report.